Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was over 600 mg/dl. Customer addressed their bg with a correction bolus via pump.